Manufacturer narrative:
The customer was able to adjust the potentiometer to resolve the issue. The olympic bili-meter radiometer is a legacy product designed to measure the broad-spectrum light output generated by older technology phototherapy products such as the olympic bili-bassinet. The olympic bili-meter was not intended to measure the narrow-spectrum light output generated by the newer led technology products like the neoblue 3. The neoblue radiometer instead was designed specifically for measurement of the led light output spectrum generated by the neoblue products. Prior to an ongoing natus CAPA, the service instructions for the neoblue 3 referenced the use of the olympic bili-meter radiometer as an alternate to the preferred neoblue radiometer. Due to technological differences, the bili-meter radiometer readings will differ from neoblue radiometer readings when measuring light output intensity from a neoblue led phototherapy system. As a convenience for neoblue 3 users and/or customers which already had the bili-meter, a conversion chart was provided in the neoblue 3 service manual. A root cause investigation, which took place in the natus CAPA process, confirmed that the target values listed for the bili-meter radiometer intensity readings in the neoblue 3 conversion chart were too high. This discrepancy led users to the incorrect conclusion that the neoblue 3 units were generating low intensity. The investigation concluded that the root cause was in the conversion chart in the neoblue 3 service manual, and that the neoblue led phototherapy system units and olympic bili-meter radiometers were operating within specifications. This conversion chart has since been removed from the service manual. Natus reported mdrs related to this issue because the neoblue 3 product risk analysis report indicated some potential risk of injury if the phototherapy intensity was not within specification. A clinical evaluation for "low-intensity" was conducted simultaneously with the investigation performed by the CAPA. Phototherapy does not, in and of itself, expose a patient or user to significant hazard. While it is common that treatment is prescribed as "intensive" phototherapy (based on aap guidelines), studies have shown clinical benefits can be derived from irradiance levels well below 10w/cm2/nm. Even when the light is functioning according to the prescribed phototherapy intensity, there may still be the need for adjunct therapy, regardless of the intensity. This would not be related to "under treatment;" it would be related to the infant's pathology.

Manufacturer narrative:
Per the record this vac-pac was purchased 2+ years ago and it is over the recommended use life of two years per the vac-pac instruction manual. The possible cause of the damage is wear and tear. Customers are also instructed to inspect the vac pac prior to each use. The customer has since been provided a replacement. The investigation is considered final.

Event description:
Natus medical received a complaint on (B)(6) 2017 stating vac-pac size 31, vac-pac is 2+yrs had the valve stem broken off, during surgery. The vac-pac was then taped to finish the surgery. There was no report of harm, death or serious injury cause by the device.